Event description:
It was reported that the patient was implanted with dbm putty during a cervical fusion procedure. Eighty-eight days post-op, the patient was seen at the hospital for an infection. The patient underwent wound debridement, culture, and a sensitivity test. The test came back positive for (B)(6) infection.

Manufacturer narrative:
(B)(4): a review of the device history records did not identify any applicable nonconformance to specification. Neither the device nor (test results or imaging films) were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive caused of the reported event.